Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The rv df1 set screw hex cavity was noted to be stripped and damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant, the physician attempted to tighten the set screw of the rv low-voltage lead, but could not get the lead to tighten and click. Removal of the wrench caused the screw to come out with the wrench. The device was changed out.